Manufacturer narrative:
Continuation of d10: product ID {{ls-envpro-16-c}}; product lot/serial number (B)(6); product type: {{compression loading system}}; product ID {{envpro-16-c}}; product lot/serial number {(B)(6); product type: {{delivery catheter system}}; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that following the implant of this 29mm transcatheter bioprosthetic valve, electrocardiogram (ECG) identified a left bundle branch block (lbbb). No treatment was required. The lbbb resolved as the 30-day follow-up ECG showed no lbbb. No adverse patient effects were reported. Additional information was received that following valve implant, an echocardiogram showed trace paravalvular leak. No treatment was reported. Two days following valve implant, the discharge ECG noted first degree heart block. No treatment was provided. No adverse patient effects were reported. Additional information was received that two months, nine days following valve implant, the patient presented with paroxysmal atrial fibrillation (afib) which initiated during exercise. Cardiac magnetic resonance imaging performed showed normal findings. Medication was administered. No adverse patient effects were reported. Additional information was received which indicated that the previously reported atrial fibrillation during exercise occurred two months and twenty-nine days following the valve implant and resolved three days later. No adverse patient effects were reported. Additional information was received that at the one year follow-up, the first degree heart block remained. No adverse patient effects were reported. Additional information was received that one year, eight months and twenty-six days following the implant of the valve, ablation was performed for the symptomatic paroxysmal afib. It was noted that the first-degree heart block remained on the two year follow up. Additional information received indicated that hospitalization for 3 days occurred with the atrial fibrillation that occurred approximately 2 months following the valve implant. Prolonged hospitalization was reported. Unspecified medication was also required. An magnetic resonance imaging (MRI) showed normal findings. Further, approximately 1 year and 9 months following the ablation procedure, an electrocardiogram (ECG) revealed normal sinus rhythm. The atrial fibrillation event was reported as resolved. Approximately 5 months later the anti-arrhythmic medication was no longer needed. The first degree atrio-ventricular block remained present at the 3-year, 4-year and 5-year follow-up visits. The physician indicated the atrial fibrillation was not related to the implant procedure or medtronic products. The cause was not reported. The first degree atrioventricular block was reported as probably related to the valve.